Manufacturer narrative:
Follow-up #1: date of submission: 09/21/2016. Additional information was received from the patient¿s health care provider on 09/18/2016 which indicated that since starting to use the transmitter on (B)(6) 2016, the user had received a cgm ant alarm. Reportedly, the alarm recurred using multiple sensors. The alarm issue was resolved by using a different transmitter. It was noted that the sensors were inserted in the arm or abdomen.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the ant icon appeared in place of a continuous glucose monitoring (cgm) reading for less than three hours. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #2 date of submission 10/21/2016-correction to serial #.

Manufacturer narrative:
Follow-up #3: date of submission 12/02/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 11/08/2016 with the following findings: during testing, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No ant icon appears in place of cgm reading warnings occurred during testing. The transmitter performed within specifications. The original complaint of ant icon appearing in place of cgm reading was not able to be duplicated during investigation. There was no defect found.